Event description:
It was reported that the implant coil was missing from the pusher assembly. No pt injury reported.

Manufacturer narrative:
The pusher assembly was returned for eval and it was confirmed that the implant coil had detached, but the eval could not determine the cause of the event.